Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026, due to elevated blood glucose levels. The patient presented to the hospital and remained under medical care for approximately five hours before being discharged the same day. The patient¿s daughter stated that the patient was diagnosed with high blood glucose levels. Medical treatment included intravenous insulin infusion. No additional information was reported regarding device use or system functionality at the time of the event, including the duration of pod wear or whether any alarms occurred.